Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a laparoscopic transabdominal preperitoneal (tapp) surgery, the patient developed this highly d isabling testicular pain, pulling sensations, burning, difficulty walking, unable to lie down for the first five weeks, and weight loss. There was a clear sign of carnett¿s disease. The patient is currently on pain medications with relative effectiveness, among other neuropathy treatments he has received. The patient has a transcutaneous electrical nerve stimulation (tens) device which seemed to help him somewhat regulate the pain. Additionally, it was recognized that for two years, the patient had experienced suicidal thoughts, disrupted sexual activity, and was unable to be objective about employment due to overwhelming and constant pain. Sports activities were no longer possible, and outings were very limited. Recommended to also consider alternative therapies, such as yoga, acupuncture, podiatry, or physiotherapy, etc. Testicular pain and other and other symptoms had an unknown relatedness to the procedure and mesh study.